Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a general surgery procedure was performed when the issue happened. A philips field service engineer (fse) examined the system on-site and confirmed that image processing pc (ip-pc) failed to boot up. As a troubleshooting action, fse found that no image storage possible in the clarity ip pc. To resolve the issue, fse replaced ip pc and os disk and loaded software application on the new ip pc and return the part for further analysis, but no failure found. After replacing the ip pc and os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing pc (ip-pc) failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.